Event description:
Additional information received reported that the patient had the device "out" and that it was "gone". The reporter stated that the patient's doctors "realized her nerve was dead". It was reported that a different doctor was going to put a new device in, but then "didn't think she could get it" if another doctor couldn't and said the patient "probably had nerve damage". The reporter stated that the patient didn't know if she had nerve damage or if her nerve was "just scarred in". Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated there was no record stating that patient's healthcare professional (hcp) ever did a spinal cord stimulator (scs) case of any sort on the patient. An x-ray image from 2010 showed what appeared to be an scs device however there was no indication as to what company made the device. It was indicated that the patient had an scs procedure in 2008 by another hcp. Additionally, in patient's history an explant was mentioned together with additional trial and also implant in (B)(6) 2009, however, this was not performed by the current hcp and it was not known who the implanting physician was. It was not possible to confirm whether or not patient's scs device was presently still implanted and or whether or not it was a medtronic device. There were no medtronic scs programming printouts in her chart.

Event description:
It was reported that the patient's device "didn't work." The patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. The patient has had multiple neurostimulation systems throughout her life and it is unclear which had the issue. Refer to regulatory reports: #3007566237-2012-02644 #3007566237-2012-02666 #3007566237-2012-02667 #3007566237-2012-02649 for information on the patient's other systems. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had 4 neurostimulators (2 trials and 2 permanent implants) between 2007-2009 and they did not work. The patient noted that it took 7 hours to put the stimulation in and during that time she was getting so much radiation and the doctor kept hitting her bladder. The patient then noted that one of the manufacturer's components was used with one of the systems, but it was not the implantable neurostimulator (ins) battery. The patient noted one of the 2 permanent implants moved and she had to get it fixed and explanted. The patient no longer had the stimulation implants. Please see manufacturer report #3007566237-2012-02644 for information on the patient's other system. Please see manufacturer report #3007566237-2012-02666 for information on the patient's other system. Please see manufacturer report #3007566237-2012-02649 for information on the patient's other system.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).